Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer reported unspecified low sensor readings and 'lo' (< 40 mg/dl) readings, as compared to readings obtained on a competitor meter. A family doctor came to the customer's home and administered intravenous glucose as treatment. The customer then went to the hospital where they briefly lost consciousness. A laboratory result of "around 40" was obtained, and the customer was diagnosed with hyperglycemia and received intravenous saline to lower their blood glucose. The length of hospitalization is unspecified. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer reported unspecified low sensor readings and 'lo' (< 40 mg/dl) readings, as compared to readings obtained on a competitor meter. A family doctor came to the customer's home and administered intravenous glucose as treatment. The customer then went to the hospital where they briefly lost consciousness. A laboratory result of "around 40" was obtained, and the customer was diagnosed with hyperglycemia and received intravenous saline to lower their blood glucose. The length of hospitalization is unspecified. There was no report of death or permanent injury associated with this event.